Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly.

Event description:
The customer was reported via phone call that the insulin pump had blank display screen. The blood glucose was 160 mg/dl at the time of the incident. Customer reported that, the display is flashing and flashing from solid white to solid black. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.